Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The received sample was found in plastic bag with outer blister and with cover foil. The sample was not well fixed. The shaft and grasping arms are very bent. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the shaft and the grasping arms of forceps are very bent. The forceps shows surgery residuals. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the forceps locked up and stopped working. Patient involvement and procedure details are unknown. Additional information has been requested and received indicating the micro forceps locked in the closed position after removal from the port during a vitrectomy procedure for a retinal peel. This event occurred at the end of the procedure. There was no patient harm. The procedure was completed without further incident.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the forceps locked up and stopped working. Patient involvement and procedure details are unknown. Additional information has been requested but not received.